Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture. It was also reported that there was rv lead oversensing of rwaves, twaves, pwaves and other artifact. The rv lead was turned off and was removed and replaced threedays later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5054-52 lead implanted: 2002-(B)(6), 419488 lead implanted 2007-(B)(6), 5568-45 lead, implanted: 2002-(B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.